Manufacturer narrative:
No product is being returned for eval but lot # is provided. A device history report has been reviewed by engineering. A final report will be sent within 30 days once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Incident as reported: lap chole - "upon routine deployment of our universal clip applier, the 4th clip fired skewed or misaligned, scissored on itself. It did hold as required, but did not look right. Picture available. No unusual torquing or manipulation was observed. Clip remained on the removed specimen."